Manufacturer narrative:
Device evaluation results: one medfusion pump was returned for investigation in used condition. There was a plunger not in place alarm in the event history log (ehl). The alarm was reproduced during functional testing. The problem source of the reported product problem was unknown. A root cause was not established. The investigator replaced the plunger pcb. This cleared up the problem.

Event description:
It was reported that the medfusion pump displayed a plunger alarm. No patient injury or complications were reported in relation to this event.